Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not conclusively be established through this evaluation. Additionally, the analysis of the submitted log files confirmed controller_clock_corrupt alarms indicating a pump stoppage event as the result of a total loss of power to the system controller due to the depletion of the external batteries and the controller's internal backup battery. A specific duration of time for which the pump was stopped could not be conclusively determined. The submitted system controller event log file contained data on (B)(6) 2020 from 12:52:10 through 13:11:20, when the driveline was disconnected from the system. It was noted that the duration of the file contained controller_clock_corrupt alarms, which indicates that all power was depleted from the 14 volt batteries and the backup battery at one point, causing the pump to stop and the clock to reset. The exact time that the alarms captured in the log file activated cannot be determined as the log file did not contain the timeframe of the event. The pump appeared to operate as intended at the set speed while the driveline was connected. Multiple requests for additional information regarding this event and the product to be returned were sent to the account; however, to this date, no further information has been provided and the device has not been returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists the adverse events that may be associated with the use of the heartmate 3 lvas. This IFU also states that at least one system controller power cable must be connected to a power source at all times. The IFU and patient handbook explain the battery charge level, fuel gauge display, and all visual and audible alarms. Instructions for exchanging batteries and switching power sources are also provided. Both the heartmate 3 lvas IFU and patient handbook outline all system controller alarms as well as the appropriate actions associated with them. Incidental findings: the evaluation of the submitted controller periodic log file (B)(4) showed controller_clock_corrupt alarm occurred after (B)(6) 2020. The clock was not set for approximately 12 days later. The file captured another controller_clock_corrupt alarm after (B)(6) 2020 which continued until the end of the file. The exact times that the alarms captured in the periodic log file activated and resolved cannot be determined as the periodic log file only records data at specified time intervals rather than upon the occurrence of an event. The periodic log file was set to record data at one-day intervals. Because of this, no pump stops were captured within the file; however, the controller_clock_corrupt alarm indicates that the controller lost all power and the pump stopped. A specific duration of time for which the pump was stopped could not be conclusively determined. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 19mar2019. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists the adverse events that may be associated with the use of the heartmate 3 lvas, including death. Section 1 provides an explanation of all pump parameters. Section 2 - the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 pump for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion batteries) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Section 2 - system controller battery power gauge: the battery power gauge shows the approximate charge status of the power source that is connected to the system controller¿s white and black power cables. The number of green bars means power remaining. The more green bars mean the more power remaining. If either the yellow diamond or the red battery illuminate, immediately replace the depleted batteries with a fully-charged pair, or switch to the power module or mobile power unit. Yellow diamond: less than 15 minutes of combined battery power remain. This is an advisory alarm. Red battery: less than 5 minutes of combined battery power remain. This is a hazard alarm. Every heartmate 14 volt lithium-ion battery also has its own on-battery gauge. It shows the power level for that battery. 4 green bars = 75¿100% of battery power remains. 3 green bars = 50¿75% of battery power remains. 2 green bars = 25¿50% of battery power remains. 1 green bar = less than 25% of battery power remains. Section 3 - switching power sources: this section explains how to switch from battery power to the power module and mpu. Section 6 - preparing for sleep: the patient must always connect to the power module or the mobile power unit for sleeping, or when there is a chance of sleep. A sleeping patient may not hear the system controller alarms. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, as well as the appropriate actions associated with them. Heartmate 3 lvas patient handbook was also available at the time of implant. This patient handbook contains the same warnings and steps that the patient should take when preparing for sleep. The alarms and troubleshooting section of the patient handbook details all system controller alarms and how to resolve them, including the low battery advisory and low battery hazard. Section 3 details how to check a battery's charge level, how to replace low batteries with fully-charged batteries, and how to switch power sources. Two, new, fully charged li-ion batteries provide 17 hours of support. Batteries last for less time if the user is active or emotionally stressed. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not conclusively be established through this evaluation. Multiple requests for additional information regarding this event and the product to be returned were sent to the account; however, to this date, no further information has been provided and the device has not been returned for evaluation. The heartmate 3 lvas instructions for use (IFU) lists the adverse events that may be associated with the use of the heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 19mar2019. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists the adverse events that may be associated with the use of the heartmate 3 lvas, including death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was found disconnected from the device. The log file review of the controller showed controller clock corrupt from the beginning of the file. The date showed (B)(6) 2000 indicating all power was depleted from the 14v batteries and the backup battery in the controller stopping the pump and resetting the clock. It was not able to be indicated how long the pump was off. Also at some point in the log file the driveline was disconnected around 13:11 but the day was not able to be identified due to the clock reset. The other two controller logs showed similar data with some older data back from 2019 and 2020 but no viable ventricular assist device (vad) numbers as far as speed, power, and flow were captured. The two logs do showed that the controllers were connected on (B)(6) 2021 but no viable vad numbers were captured. Everything was at zeroes.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away. The cause of death was reported as multifactorial. Additional information was requested but not provided.